Event description:
It was reported that the patient felt like beats were occasionally dropped. The patient felt their breath being taken away and felt an almost ¿shocking¿ sensations. The device was reprogrammed with a relatively long atrio-ventricular (av) delay to see if that would lower the sensations. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2005; 407658 implantable pacing lead (B)(6) 2005. (B)(4).